Event description:
A hospital in japan reported via a fisher & paykel healthcare field representative that there seemed to be discolored patient secretion on the inspiratory limb of the rt212 adult breathing circuit. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The rt212 breathing circuit is not sold in the USA but is similar to a product which sold in the USA. The 510(k) number for that product is k983112. Method: the complaint rt212 breathing circuit was returned to fisher & paykel healthcare in (B)(4) and visually inspected. Results: brown secretion was found in the inspiratory limb of the complaint device. No damage was found on the circuit. Conclusion: no fault was found with the returned complaint device. It is not unusual for patient's secretion to be found in a breathing circuit.